Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus button was found to be intermittently responding. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus button was found to be intermittently responding. Unrelated to the event the keypad was found to be peeling and torn. The keypad buttons were found to respond normally. The battery compartment was found to be cracked and the display was found to be dim.